Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that an left ventricular (lv) lead implant was attempted, but unsuccessful due to an occlusion. The cause of the occlusion was unknown, but it was noted that a chronic right ventricular (rv) lead was implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.